Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600mg/dl. Reportedly, the cause was unknown; however customer had the pump's control iq feature turned off. Bg was addressed vis a manual injection. The customer was instructed to consult with healthcare provider regarding bg level.